Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd syringe luer-lok¿ tip the syringes are cracked and leak.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR review for batch 7325673 (p/n 302995): manufacturing dates: 12/20/2017 to 12/22/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7325673 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Bd was not able to confirm the customer¿s indicated failure. No root cause can be determined as no samples were received. CAPA is not required as no defects were confirmed.